Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging an "apply sample" issue with the onetouch ultra meter. The medical affairs specialist (mas) was able to correspond with the patient by telephone on august 28, 2008 and classified the complaint based on the following information received from the customer. The patient tests his blood glucose 5 to 7 times a day. He manages his diabetes via, humalog insulin 5-7 units thrice daily on a sliding scale based on the meter reading and lantus 11 units at bedtime (between 8pm and 11pm). The patient also stated that his doctor recommended him to take "additional 5-11 units of humalog whenever he takes additional carbohydrate." The patient stated that the alleged issue began on the day prior to originaldate at around 9 pm to 10 pm. During that time, the patient reportedly could not test on the subject meter because "the display showed blinking blood drop and it did not count down" (apply sample issue). The patient reportedly was feeling normal during that time. The patient stated that he had the subject meter for 3 to 4 months of time period. He reportedly had a back up (one touch ultra) meter. But during the reported issue, he was on vacation and he "did not take the back up meter with him." The patient stated that on that day at around 9 pm to 10 pm "he had a heavy meal with lot of sugar." During that time, since the patient reportedly could not test on the subject meter, he reportedly did not administer any additional insulin based on a sliding scale. The patient reportedly took his usual dose of lantus 11 units at bedtime (between 8pm and 11pm). After the reported issue, on the same day at around 12am to 1am, the patient reportedly started feeling "lethargic and very thirsty" and also had "body aches." The patient reportedly took additional 10 units of humalog insulin based on his symptoms. Approximately 20-25 minutes later, the patient felt better and by 4 am his symptoms were reportedly relieved. On original date at 8:30am, the patient reportedly obtained a reading of "65mg/dl" on his back up (one touch ultra) meter. During the troubleshooting, the patient's testing technique was reviewed to be correct and the test strip drew the sample into the test area. The issue was not resolved after retesting with a new vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the alleged issue was not resolved with troubleshooting. In addition, the patient claimed that he developed symptoms suggestive of hyperglycemia after the alleged issue began with the subject meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.